Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). The event is currently under investigation.

Event description:
Tip of catheter broke off inside the patient - it was able to be retrieved. Additional information received on 11 sept 2015: during the diagnostic phase of the angiography on a (B)(6) male patient, the doctor reported that the tip of the catheter broke off from the main body and travelled to the patient's pulmonary artery. The doctor then used a goose neck snare and retrieved the catheter tip successfully. They completed the coil embolisation and the patient was sent to the ward for recovery and no further adverse events were noted. The patient is recovering well and will be discharged soon. No adverse effects to the patient were reported.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). Device manufacture date: unknown as lot is unknown. Event evaluation: a functional test along with a review of the complaint history, device history record, instructions for use (IFU), quality control and a visual inspection of the returned products were conducted during the investigation. One device from the complaint lot number was returned in an opened and used condition. Sixteen additional, unused devices were also returned from various lots. A visual inspection of the returned used product noted that the catheter tip had a longitudinal split that started at the distal end and continued up until the pigtail curve. A portion of the catheter tip was missing. The material exhibited cracking and brittleness. A functional test of the returned unused devices revealed that were all pliable and did not exhibit any brittleness. However, two devices from one lot were brittle and exhibited longitudinal splits when straightening out the pigtail curve. This product is shipped with an IFU which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Action has previously been opened to investigate this failure mode and a product recall was previously initiated. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
The initial information provided stated that the tip of catheter broke off inside the patient; however, it was able to be retrieved additional information received on 11 sept 2015: during the diagnostic phase of the angiography on a (B)(6) year old male patient, the doctor reported that the tip of the catheter broke off from the main body and travelled to the patient's pulmonary artery. The doctor used a goose neck snare and retrieved the catheter tip successfully. They completed the coil embolisation and the patient was sent to the ward for recovery and no further adverse events were noted. The patient is recovering well and will be discharged soon. No adverse effects to the patient were reported.